Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown stem. Unknown liner. Unk shell. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised due to dislocation, pain, and wear. It was reported that there was also alval, metallosis, and corrosion. Attempts have been made and additional information on the reported event is unavailable.